Manufacturer narrative:
The complaint of a failure to power up was confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed visible burn damage on the main circuit board and the external power supply. The damage was caused by excessive electrical current, which compromised the power supply, resulting in the loss of power and burn damage.

Event description:
This report is to advise of an event observed during analysis.